Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection which included swelling at the left eyebrow and forehead. It was noted that the patient had an extreme headache after a recent procedure. It was believed that the infection was not device related but procedure related. The patient was administered antibiotics and was hospitalized. The physician could not confirm if the procedure last month had caused the infection. The patient underwent a revision procedure wherein two leads were explanted.